Event description:
The customer reported via phone call that they experienced high blood glucose with their infusion sets. Customer reported their blood glucose rose to over 400 mg/dl from the lack of insulin being delivered. The customer also reported receiving several no delivery alarms. Customer reported they were able to resolve the no delivery alarms with a complete set change. Troubleshooting did not occur as the customer has changed the infusion set. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.